Event description:
The accounts engineer stated that the head up and down work electrically, but the CPR will not lower the head section.

Manufacturer narrative:
The account has not completed repairs.